Manufacturer narrative:
The user experienced a low blood glucose event that occurred while driving and required ems transport and hospital treatment with intravenous dextrose. Review of device and cgm logs showed appropriate alarm function, acknowledged alerts, normal insulin-delivery behavior, and no evidence of device malfunction, with patterns indicating user-management factors such as inconsistent meal-announcement timing and hypoglycemia overtreatment. The device was not returned for evaluation, and a follow-up report will be submitted upon completion of the investigation.

Event description:
On 05-nov-2025 the user reported that on 05-nov-2025 they experienced hypoglycemia with a bg of 46 mg/dl. The user attempted to treat the low bg while driving and lost consciousness prior to ems involvement. The user was transported by ems to the hospital where they received intravenous dextrose and were discharged the same day in stable condition.